Event description:
It was reported that this right ventricular (rv) lead exhibited increase threshold measurements and oversensing of atrial activity during an atrial tachycardia/fibrillation episode. No adverse patient effects were reported.